Manufacturer narrative:
(B)(4).

Event description:
The pt programmer displayed the 'in the box' icon when stimulation was adjusted with the programmer. It was the first time the event occurred. The pt only had one programmer. She worked around dental equipment. There were no other known error codes prior to the 'in the box' icon. Additional info had been requested. A f/u report will be submitted if additional info becomes available.